Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to valve deployment, ventricular fibrillation arrest was noted. Cardiopulmonary resuscitation was initiated and the patient was intubated. Subsequently, the patient was placed on extracorporeal membrane oxygenation support (ECMO). After ECMO was initiated, the valve was deployed, and an a catheter-based miniaturized ventricular assist device was placed for left ventricle venting. 8 days following the valve implant, ECMO was decannulated; however, right ventricle (rv) failure was noted. A percutaneous right ventricular assist device was placed for the rv failure. No additional adverse patient effects were reported.